Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer turned the pump off. Upon turning the pump back on the pump displayed a reset message. There was no impact to the customer's blood glucose level. It was indicated that the customer would load a new cartridge and resume insulin therapy following the call.